Manufacturer narrative:
The returned meter was measured with the retention test strips 63658920 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr, returned meter and retention strips: 3.7 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and retention strips: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material complies with specification.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter has been requested for investigation. The meter was returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The error memory of the meter was reviewed and error 9 was not observed in the meter error memory. The investigation of the meter is ongoing. H3 other text : na.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial (B)(4). At 6:50 am, the meter result was 3.9 inr. At 6:54 am, the meter result was 2.9 inr. Customer's meter was set to display the result in %q and the result displayed as 16%q. The customer reported the result was 1.6 inr instead of the correct result of 2.9 inr. The customer's dose was increased based on the result. Customer also reported receiving an error 9 on the meter. Customer's therapeutic range is 2.5-3.5 inr. The customer tests on a weekly basis.